Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device not holding the bits properly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the connector cap tethered was broken and frayed. It was determined that this was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a skin graft procedure to the cranium, it was observed that the motor device was not holding the bits properly. It was reported that when the surgeon hit the foot pedal the bit came right out. It was reported that there were no delays in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.